Manufacturer narrative:
Zoll medical corporation evaluated the device history logs and the device performed to specification. Review of the device history logs indicated the device recognized the defib pads attached, but the operator did not switch the device to the correct lead view or press a defib related key. The device will only switch to defib mode by pressing the energy select, charge, analyze or shock buttons. The device will not change to the pads lead view or switch to defib mode without user intervention. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.